Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device when turned on, freezes on start up screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device when turned on, freezes on start up screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system controller pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and determined a shorted integrated circuit designator u61 was the cause of the reported issue.